Event description:
The customer reported that the system intermittently failed to boot to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connections to the hard disk drive were evaluated and reseated. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.